Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w: 4.11 e. Retainer ring = clear. Reservoir/p-cap locks properly into place. Pump passed displacement test. Unit was received with broken battery tube threads and cracked case along the side of the battery tube.